Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic sigmoidectomy procedure, when the reload was installed the surgeon tried to fire the device, however it could not be fired and when they trying to unload the reload it could not be unload. The surgeon then used another reload and adapter with the same shell and handle to resolve the issue in order to complete the case. There was no patient injury.